Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. Revised product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Pathological evaluation of the pump did not reveal any evidence of thrombus within the pump. Dimensional verification and functional testing could not be conducted due to the absence of magnetic levitation between the rear housing and the impeller. Visual examination revealed abrasions on the lower ceramic housing surface and the inferior surface of the impeller. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Further visual examination showed damage on the surfaces of the center post and impeller inner diameter, which compromised the integrity of both components, thus exposing the inner magnets. Supplemental testing was performed to further investigate the failures observed during visual examination. Results revealed fractures and corrosion in the center post magnets. Progression of corrosion caused local demagnetization of the inner bearing, thus compromising the integrity of the magnets. The reported event of ¿high watt alarms¿ was confirmed through review of the controller log files and available auto logs report which revealed 6 high watt alarms logged since 08-oct-2020. The average power consumption was within the normal operating range throughout the analyzed period. The reported vibration event could not be confirmed. Based on the investigation conducted, the most likely root cause of the reported event and the abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. However, a corrosion agent or when/how the magnets became corroded could not be identified. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. CAPA pr00510718 is investigating demagnetization of the inner bearing assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information to: b5. B5.desc evt problem h6. 6. Patient codes (ime/annex e) h6. Device codes (fdd/annex a) additional codes: imf (annex f) health impact additional codes: img (annex g) component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) also exhibited noise and vibration "unlike anything the doctor had heard before" and "sounded like a washing machine" which could be heard by auscultating with a stethoscope. The patient also reported they heard an abnormal sound a could feel vibration from the vad. The physician noted that the sound heard was not "uncommon with a competitor pump", and the assumption was this was similar and initially "didn't stand out". The patient reported a high watt alarm and was admitted to the hospital for evaluation. The patient was asymptomatic upon arrival. The patient had dark urine and the lactate dehydrogenase (ldh) was not "super elevated" but began to increase. Additional high watt alarms occurred overnight the day the patient was admitted. The patient then reported they could hear and "almost feel the pump which was uncomfortable at times". The flows were "in the fours (4's) and there were intermittent high watt alarms. The ventricular assist device (vad) and driveline were replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Pathological evaluation of the pump did not reveal any evidence of thrombus within the pump. Dimensional verification and functional testing could not be conducted due to the absence of magnetic levitation between the rear housing and the impeller. Visual examination revealed abrasions on the lower ceramic housing surface and the inferior surface of the impeller. Further visual examination showed damage on the surfaces of the center post and impeller inner diameter, which compromised the integrity of both components, thus exposing the inner magnets. Supplemental testing was performed to further investigate the failures observed during visual examination. Results revealed fractures and corrosion in the center post magnets. Progression of corrosion caused local demagnetization of the inner bearing, thus compromising the integrity of the magnets. The repor ted event of ¿high watt alarms¿ was confirmed through review of the available autologs report which revealed 6 high watt alarms logged since (B)(6) 2020. The average power consumption was within the normal operating range throughout the analyzed period. Based on the investigation conducted, the most likely root cause of the reported event and the abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. However, a corrosion agent or when/how the magnets became corroded could not be identified. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. CAPA pr00510718 is investigating demagnetization of the inner bearing assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting high watt alarms and a suspected thrombus. A high dose heparin drip was administered, however the patient continued to have increasing lactate dehydrogenase (ldh) levels. The vad was explanted. No further patient complications have been reported as a result of this event.